Manufacturer narrative:
Based on the claim against the product by the customer noting a pink overtone in the image, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse exchanged the video processor (vp) and endoscope controller (ec) due to pink overtones on the image for the vision side cart (vsc) and surgeon side console (ssc) monitors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The ec was analyzed, and the reported failure was replicated. The ec was installed on a printed circuit assembly (pca) system. The system started off with a good display. The fa technician performed a power cycle 10x and at the end of the power cycle, the tint was pink on both the touchscreen and the ssc. The complaint regarding pink overtones in the image was confirmed based on failure analysis, which indicates that the device did contribute to the customer-reported issue. The vp was also analyzed, and the reported failure could not be reproduced. The vp was sent back with ec, but the two units did not arrive at the same time. Therefore, the technician could not test the two units together. The pca technician was not able to replicate the reported failure by using in-house testing equipment. The vp was inserted into the test equipment to run the functional test. The test consisted of 25 power cycles and let the system idle for a total of 1.5 hours. The result of the test was that no problem was found.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer complained about pink overtones in the image. Intuitive surgical, inc. (Isi) clinical sales representative (csr) called the isi technical support engineer (tse) and stated that this occurred in a procedure the previous day. The isi tse viewed logs for the previous day and found no related errors. The customer had tried a second endoscope with no change in image quality. The customer stated that the image was present in both eyes in the console. The isi tse was not able to troubleshoot the issue since the issue occurred the previous day. The customer completed the case robotically with pink image still present. The procedure was completed with no reported injury. Isi made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.